Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 1 month post implant of this 28 mm mitral annuloplasty band, it was explanted and replaced with a 27 mm mitral bioprosthetic valve. The physician reported there was a substantial perforation on the anterior leaflet of their native mitral valve which resulted in severe insufficiency. There were no additional adverse patient effects reported.